Manufacturer narrative:
Results - the complaint regarding invalid impedance was confirmed. As received, microscopic inspection of the returned lead revealed broken wires 17.0cm distal to the stimulation end. The broken wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt's scs ipg was being replaced due to end of life and subsequent loss of stimulation ((B)(6)). During the procedure to replace the ipg, it was discovered all of the contacts on the pt's lead were invalid. A kink in the lead was observed. The lead was explanted and replaced which resolved the reported issue.